Event description:
It was reported that the right ventricular (rv) lead experienced t-wave oversensing (twos) after being implanted. The physician chose to replace the pace/sense portion of the lead in order to obtain better sensing function within the patient's heart. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.